Manufacturer narrative:
Concomitant medical products: sopressors at high doses. (B)(4).

Event description:
It was reported that the fiber-optic intra-aortic balloon (iab) was placed in the patient to support post-surgery and has been in the patient since (B)(6) 2018. Early morning the intra-aortic pump (iap) began to give frequent helium loss 2 alarms. The iab was checked, there was no blood in the tubing and no kink to the line. The volume was decreased to 36 cc, but the alarms continued and then the volume was decreased 30 cc, but the alarms still occurred. A screenshot was sent to the clinical and it was shown that the balloon pressure waveform (bpw) baseline dropped below zero. As a result, clinical recommended that they have the balloon removed. Patient outcome: no patient complications or injury reported.

Manufacturer narrative:
Concomitant medical products: sopressors at high doses. Qn# (B)(4). Teleflex did not receive the device for investigation therefore, the reported complaint of helium loss alarm is not confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported that the fiber-optic intra-aortic balloon (iab) was placed in the patient to support post-surgery and has been in the patient since (B)(6) 2018. Early morning the intra-aortic pump (iap) began to give frequent helium loss 2 alarms. The iab was checked, there was no blood in the tubing and no kink to the line. The volume was decreased to 36 cc, but the alarms continued and then the volume was decreased 30 cc, but the alarms still occurred. A screenshot was sent to the clinical and it was shown that the balloon pressure waveform (bpw) baseline dropped below zero. As a result, clinical recommended that they have the balloon removed. Patient outcome: no patient complications or injury reported